Event description:
The catheter was inserted on (B)(6)2009 in the basilica vein. On (B)(6)2009, the nurse found leakage (less than 1ml) near the oval disk.

Manufacturer narrative:
Results: received one used sample for the investigation. Our quality engineer visually and microscopically inspected the return sample and could not confirm leakage due to the sample being occluded; however, did confirm there was a slit (such as from a sharp object or instrument) in the catheter tubing below the nose of the molded junction. The device history could not be reviewed as the lot number is unknown. Conclusions: the engineer concluded that this incident is indeterminate because of the condition of the returned sample (occlusion). (B)(4)